Manufacturer narrative:
Qn#(B)(4). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
A 45 mm needle attempted to be inserted into the tibia. After driving the needle into position the trocar could not be unscrewed. The procedure was repeated with a new needle into the remaining tibia. The result was the same. This patient was a poly-trauma patient who had a great deal of blood and body tissue on the ez-io driving site. The patient is deceased. The medical director determined that the device problem did not contribute to the patient's outcome.

Manufacturer narrative:
(B)(4). No lot number was provided and therefore no review could be performed. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause identified. Please note that this event could occur if the ez-io cannula was inadvertently discarded when removing the needle guard. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
A 45 mm needle attempted to be inserted into the tibia. After driving the needle into position the trocar could not be unscrewed. The procedure was repeated with a new needle into the remaining tibia. The result was the same. This patient was a poly-trauma patient who had a great deal of blood and body tissue on the ez-io driving site. The patient is deceased. The (B)(6) determined that the device problem did not contribute to the patient's outcome.